Manufacturer narrative:
One ls1037 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the insulation on the jaw wire insulation was damaged. The customer reported that the device had insulation damaged. The reported condition was confirmed. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. The investigation identified the cause of the reported event to be an user error. The IFU states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. The device history review was completed, with no entries potentially pertinent to the customer¿s report noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's insulation was damaged. There was no patient injury and no further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, colorectal procedure, the unit had insulation issue and it fell apart. Nothing fell on the patient's cavity. A new device was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one ls1037 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the insulation on the jaw wire insulation was damaged. The customer reported that the device had insulation damaged. The reported condition was confirmed. The damage to the jaw wire is co nsistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. The investigation identified the cause of the reported event to be user error. The instructions for use (IFU) states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. The failure identified is captured in the current risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal procedure, the unit had an issue with the insulation which fell apart. Nothing fell into the patient's cavity. A new device was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
This event has been reassessed. The complaint is no longer reportable as a serious injury and will be changed to malfunction level. If information is provided in the future, a supplemental report will be issued.